Event description:
Additional information was received from the patient. The patient reported that when she had the trial stimulator put in, she couldn¿t believe how much pain reduction she got with the unit. The patient reported that when she was going to the surgical suite to have her first permanent stimulator put in, she heard the healthcare provider (hcp) and the nurse anesthetist discussing the way he wanted her to do the sedation so she would be out while the hcp opened her up and then how he wanted me to have semi-conscious sedation once the lead wires were placed so he could ask me when I felt like my pain was covered and then for her to put me back so the hcp could close the surgery up. The patient noted that she didn¿t think the nurse anesthetist understood the hcp but trusted it would work out. The patient reported that when she woke up from surgery she was in tremendous pain, worse than before the surgery. The patient reported that when the hcp came in, she explained how bad her pain was. The patient reported that the hcp told her it was her fault because she told him her pain was covered. The patient reported that when the trial was put in, she remembered when they woke her up and asked if her pain was covered. This surgery the patient didn¿t remember the hcp talking to her before they sedated her to close. The patient reported that about 2 weeks later and a trip to the emergency room (ER) because of the pain, she was finally taken back into surgery. The patient again remembered them using conscious sedation so she could tell the doctor her pain was covered and then being put back under to complete the surgery. The patient reported that the terrible nerve pain was gone. The patient reported that a few days later she went to the clinic and saw a manufacturer¿s representative (rep) to fine tune her stimulator. The patient reported that at that time, the rep found the left lead wire wasn¿t working but being my pain was on my right side he was able to use the right lead wire to cover her pain. The patient reported that she was relieved because she didn¿t want to go back to surgery. The patient reported that until she had her battery changed, only the right lead wire worked. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2008 product type lead. Product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2014 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 05-feb-2012, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 07-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that in 2008 her healthcare provider (hcp) put her ins in, but it was on a nerve causing so much pain so within the first month she had to go back to surgery and he redid it on the 25th of that month. The patient also reported that she only had one side set of 2 leads that was working. The patient reported that the left side was working and she got by with that for quite a while. No further complications were reported.